Manufacturer narrative:
Follow-up #1: date of submission 10/18/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2013 with the following findings: during investigation, the pump powered on with audio and vibratory sounds. No meter was returned with the pump. The pump was paired with test meter for the investigation and confirmed the remote bolus feature was set to ¿vibrate.¿ a 10 unit bolus was delivered from the test meter to the pump and the pump gave the appropriate vibration. The vibration feature found to be functioning properly. The issue of no vibration was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the vibration feature on the pump does not work. There is no reported adverse event with this complaint. This report is made based on the allegation of the audio tone/vibration (no vibration) issue.